Event description:
The customer reported that accidently she pushed the insulin and started filling the tubing while priming and insulin squirted out. Troubleshooting was performed. The customer stated that the insulin still was dripping after pressing the activate button, and the motor did not slow down. Advised the customer to change the infusion set to prime, but the insulin was still squirting out. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error due to corroded buttons on the keypad trace. Further testing could not be performed due to the keypad anomaly. The device was received with loose motor drive support disk.